Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service could not confirm or duplicate the customer¿s reported scope error code e315. The leak check label was discolored, indicating a fluid leak. The image was restored to normal after drying. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that scope error code e315 was displayed while preparing the subject device for an unspecified diagnostic procedure. The procedure was completed using a similar device with no delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported e315 error code. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the internal electrical components of the device were damaged by water invasion. It was thought the water invasion resulted from a mishandling of the device by the end-user. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.